Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep confirmed a burning smell coming from the imaging system's generator. The rep found damaged inverter batteries; he replaced all inverter and motion batteries. The rep also noticed that the charger boards were making a high pitched noise and were louder than normal. It was noted that the charger boards had the proper output voltage, however. The rep replaced all three charger boards with newer revision charger boards. The rep went on to perform seven 2d exposures and three 3d spins, and he performed gain calibrations. The system was driven around the operating room (or) and then let to sit idle for 45 minutes. The imaging system then passed the system checkout and was found to be fully functional. Two charger boards were returned to medtronic but were under analysis at the time of filing. The third charger board was returned to medtronic and analysis was completed. Analysis was unable to confirm the reported complaint through functional testing, performance testing and visual/ physical examination. The charger board passed functional output bench testing. Visual inspection confirmed all led's lights passed. However, it was noted that leaking capacitors were found. The charger board was installed into a test system; the system readied and charged as expected. 2d and 3d imaging was performed successfully. No battery problems, abnormal sounds, unexpected errors or power downs were observed while the charger board was under test. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was a smoke smell coming from the umbilical port. This was noticed by a site representative when walking by the system. There was no patient present when this issue was observed. Later when a medtronic representative (rep) went to the site for a system checkout, the rep reported that the charger boards were making a high pitched noise and were louder than normal.

Manufacturer narrative:
Analysis was completed for the two other charger boards that were returned to medtronic. The reported complaint was unable to be confirmed with one charger board. The board failed visual inspection due to leaky caps, but it passed the bench test and all leds lit. The charger board was installed into a test system; motion and generator readied, charging and communication were successful, and 2d and 3d images were acquired. The reported complaint was confirmed with the second charger board, however. It was determined there was an electrical failure with this charger board. Visual inspection confirmed stressed components; there were leaky capacitors. This battery charger board passed functional output bench testing. The charger board was installed into a test system. The system readied and charged as expected. A slight pitch noise was heard while testing. No battery, low voltage or unexpected power down while under test. 2d and 3d images were successful. There was no functional problem found. If information is provided in the future, a supplemental report will be issued.